Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The pump was explanted on (B)(6) 2014.

Event description:
It was reported the second pump was implanted (B)(6) 2012 and again within 1 year it stopped working for the patient. The patient had not gotten any baclofen since that day. It was thought there was something with the blood patch (refer to manufacturer report #3004209178-2012-03827) that caused the patient to not get baclofen. In the 3 years since, the patient had the pump and it had never worked for him. It was later reported that there was nothing wrong with the pump and the issue was from the port to the catheter tip. It kept kinking. Doctors had done x-ray and MRI and both showed no kinks in the catheter. The doctor had tried to draw baclofen out of the port, but there was no medication in the port to draw out. The medication was still all in the pump and the doctors would not do a dye study because the patient had a bad experience. It was later reported that at the last refill there was an excessive amount of volume in the pump. It appeared the pump was not delivering the right amount of drug. On two separate attempts, the drug was attempted to be accessed from the catheter access port, but the health care provider was unable to access the drug. Because of that, a dye study could not be done because it would be unsafe to the patient. The system was being used to deliver baclofen. The patient wanted to take the pump and catheter out to have a rest from ¿all of this.¿ it was noted the patient had scoliosis and would need rods in his back. The patient also took oral baclofen.